Event description:
The user facility reported that a portion of the guidewire coating had been displaced during a procedure exposing the core wire. Follow-up communication confirmed: the device had been inserted into a catheter; upon removal, the coating was observed to be stripped off a portion of the device exposing the core wire; and there was no reported impact to the patient. Although multiple requests have been made, the user facility has not provided any additional event specific information.

Manufacturer narrative:
Results - is based on evaluation of user facility information and the returned sample; is based upon evaluation of undamaged sections of the returned sample. Conclusion - is based upon evaluation of user facility information & the returned sample; 71 is based upon evaluation of undamaged sections of the returned sample. The involved device was returned and evaluated by qa at the manufacturing facility. Examination confirmed: the urethane coating had been peeled away from the core wire starting approximately 250-mm from the distal end; the coating was found to have been rolled in the distal direction exposing approximately 240-mm of core wire; and inspection and measurement confirmed that none of the urethane coating had become completely detached. Inspection and testing of undamaged sections of the returned sample confirmed that there were no pre-existing defects or anomalies and product performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined, the event description and appearance of the returned sample are most consistent with damage to the guidewire coating due to manipulation against resistance during withdrawal. The device labeling states in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in "shearing of the glidewire advantage, destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire advantage, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire advantage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).